Manufacturer narrative:
The primary mode of failure for this overlay has been determined to be delamination and cracking of the encapsulate epoxy encasing the led dice, and physical shearing of the epoxy or trace causing opened and intermitted trace continuity to the led. Agents were not tested for long term exposure nor with respect to environmental stress cracking. Additionally cleaning agents over years have changed and may have become more damaging. More rigorous testing has shown that long term exposure to cleaning agents cause stress cracking. No parts were returned for failure investigation. Previous investigations determined that inactive ingredients in at least two of the cleaning agents approved for use with the v60 are causing damage to the enclosure.

Manufacturer narrative:
Excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment which is why this is not a universal or catastrophic failure of all units.

Manufacturer narrative:
The device was not in use on a patient. No patient or user harm was reported.

Event description:
The customer reported when the unit was turned on says alarm failed led failure. The customer identified diagnostic error "alarm failed led" in the significant event logs. The remote service engineer (rse) advised disconnecting all power and plugged back in and error did not go away. The (rse) recommended switching the power switch overlay per manual. The customer replaced the power switch overlay to resolve the issue. The unit was tested and it was returned to service. The device was not in use on a patient. No patient or user harm was reported.